Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) tip cover accessory for failure analysis investigation. The accessory was analyzed and exhibited localized melting, which is indicative of arcing 1.031" from the proximal end where the instrument inserts. The tip cover was not returned with an instrument. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The common causes of the failure mode thermal damage to tip cover accessory are attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stress during normal use conditions or collisions.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to administration of anesthesia and prior to first port placement, 8mm monopolar curved scissors (mcs) tip cover accessory was found broken. The customer used a backup tip cover accessory to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.